Event description:
Report received from u.s.a. Stating that the device does not function. It is known that the event did not occur during surgery. It is known that there was no pt or user injury or medical intervention reported related to this occurrence. No additional info available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. Ref: (B)(4).